Event description:
It was reported that a pt had mesh implanted in 2009. At about 12 days later, the surgeon took the pt back to operating room thinking the pt had a recurring hernia as he was exhibiting a large hard bulge. The surgeon found the pt to have a hard, fluid filled abscess. The surgeon drained 40 cc of black fluid. One week later, the surgeon drained 14cc of lighter color fluid, and in the following week, the surgeon drained 5 cc of even lighter colored fluid. At about a week later, the pt was doing well.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental form will be submitted accordingly.